Event description:
It was reported that "dr (B)(6) was putting in a reflex zero profile plate. Initially, the most superior right screw didn't get good purchase so we went with a rescue screw in the same hole. The plate and/or screw stripped during implantation." It was further reported that the metal that came off of our product separated. As a result, the entire construct had to be removed from the pt and the pieces of the metal removed from the wound. The surgeon did not end up using a plate or screws at all.

Manufacturer narrative:
Note: there is add'l product referenced in the complaint - (B)(4), a zero profile two-level acp size 28mm screw. An investigation is pending and re-eval of the reportability will be performed once the investigation is completed. Product not returned yet, but is expected. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.